Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: unknown/not provided. If explanted, give date: not applicable as there is no indication that the lenses were explanted. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that some sort of material came out when the surgeon injected an intraocular lens (iol) in the patient's eye. Reportedly, the foreign material was usually behind the lens, it has multicolor and looked like an oil slick on a puddle. It was almost like dried viscoelastic or old capsule material or something like that. The foreign material was removed with an instrument. It kind of fell apart, it was brittle. There were no patient complications. The surgeon commented that this issue occurred on multiple cases with amo lenses zcb00 and multifocal lenses, injected with 1mtec30 cartridges (lots cc10472 and cc10763). Four (4) mdrs will be submitted. This report is for the lenses zcb00.